Event description:
The physician performed an interventional procedure which was unremarkable. There was no scarring, tortuosity or calcification of the femoral vessel reported and the initial puncture site was properly located over the femoral head. A small hematoma formed around the sheath site, which resolved with 10 mins of manual compression. Oozing persisted and manual compression was held for another 5 mins until the site was dry. The next morning a lump was detected at the access site. The pt underwent an ultrasound examination which revealed a 2 cm pseudoaneurysm. No treatment was rendered. The pt was discharged the following day. The pt returned on the 22nd for routine follow-up and there was no change reported. No treatment was rendered and the pt is reported to be doing well.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.